Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an emergency procedure, the sideport of the introducer detached. During the procedure, three sheaths were inserted into the right femoral vein. As medicine was being injected, the one way valve of one of the devices separated from the sheath. It was suspected that the sheath was kinked. The valve was reattached and the procedure was completed with no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined.